Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death is listed in the emboshield nav6 instructions for use, as a known adverse event potentially associated with carotid stents and embolic protection systems. Based on the reported information, there is no indication that the subsequent patient effects are related to a product quality issue with respect to the design, manufacture, or labeling of the device. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. B2, b3: estimated event date is 03/01/2024. D4- the UDI is not known as the part and lot number were not provided. The additional patient effects and malfunctions listed in the report are captured under separate medwatch reports. Attachment article titled: post market clinical follow-up evaluation report carotid stent and embolic protection systems.

Event description:
This is filed to report patient death. It was reported through the pmcf (post-market clinical follow-up) report, that abbott obtained data from the vascular quality initiative (vqi) registry across united states (us). Overall, the data presented through this methodology confirms the safety and performance of rx acculink carotid stent system (css), x.act css, and emboshield nav6 embolic protection system (eps). Adverse patient effects for emboshield nav6 include transient ischemic attack, stroke, myocardial infarction, death, pulmonary complications, renal complications, access site complications, thrombosis, embolization, dissection, perforation, medication administration, intervention, amputation / surgery, occlusion, re-hospitalization and carotid artery spasm. Device issues captured were unable to insert and difficulty removing the filter.

Event description:
Subsequent to the previously filed report, additional information was received through an updated version of the post-market clinical follow-up (pmcf) report. Data was obtained through the vascular quality initiative (vqi) registry were collected for procedures performed between (B)(6) 2024 through (B)(6) 2025, with long-term follow-up data through (B)(6) 2025 for carotid procedures, and (B)(6) 2023 through (B)(6) 2024, with long-term follow-up data through (B)(6) 2025 for peripheral procedures. Adverse patient effects for the emboshield nav6 embolic protection system (eps) included: death, transient ischemic attack, stroke, myocardial infarction, renal complications, access site complications, thrombosis, embolization, dissection, perforation, medication administration, intervention, amputation / surgery, occlusion, and re-hospitalization. Device issues captured were unable to insert and other unspecified failure. Please see the attached post market clinical follow-up evaluation report.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the emboshield nav6 instructions for use as a known adverse event potential associated with carotid stents and embolic protection systems. Based on the reported information, there is no indication that the subsequent patient effects are related to a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided. Correction: b2 - date of death: estimated, updated from (B)(6) 2024 to (B)(6) 2025. B3 - date of event: estimated, updated from 3/1/2024 to 2/28/2025. The additional patient effects and malfunctions reported in the pmcf are captured under separate medwatch reports. Literature attachment: title ¿post market clinical follow-up evaluation report carotid stent and embolic protection systems¿.